Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer spouse reported via phone call that they experienced high and low blood glucose level. Customer¿s high blood glucose level was 499, 377, 274, 400 and 257 mg/dl and 55 mg/dl. Customer declined to troubleshoot for high and low blood level. The product was not returned for analysis.